Event description:
It was reported that a 65 yo male patient, initial left knee implanted on (B)(6) 2023, underwent a revision procedure on (B)(6) 2023. The tibial insert was exchanged for a new one of the same size during a washout procedure for suspected infection. There was no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays or photos provided, unable to obtain. No device returning due to hospital policy.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: a494252, 02-020-13-0245 - truliant cr cem fem cr cem left sz 4.5. A325422, 02-022-45-4540 - truliant tray, cem sz 4.5f/4t. A479213, 02-029-90-4300 - sterile packed short headed pin. A349477, 200-07-35 - advanced patella 35mm 3 peg implant. A468382, 201-78-81 - 3" trocar, mod. Hex 2pk. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to infection in cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.